Event description:
Ous MDR - noise occurred during an MRI procedure, triggering eri. The eri condition was reset, but the charge time to 40 j took over 20 seconds. It is suspected a component was broken during the MRI. The ICD had not been reprogrammed.